Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/10/2020. The device history records reviewed, and no issue found. Investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke at the time of ligation during the surgery. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.